Manufacturer narrative:
The results of this investigation are inconclusive since the 8f amplatzer torqvue delivery system delivery cable was not returned to abbott for analysis. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the device, and the cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
After deployment of a 25 mm amplatzer pfo occluder (pfo), it was not possible to unscrew the cable of the 8f amplatzer torqvue delivery system (dtv45). The pfo occluder and cable had to be withdrawn and another 8f dtv45 was used to implant the same pfo occluder. Per report, there were no patient consequences.